Manufacturer narrative:
Corrected data: b3. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that endocarditis was confirmed via transesophageal echocardiogram (tee). The organism cultured was staphylococcus caprae. The stroke was confirmed via magnetic resonance imaging (MRI). The patient had reported an altered mental status as a result of the stroke. The stroke symptoms were present approximately 1 month following the implant of the valve. Per the physician, the stroke was related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, vegetation was observed on the valve. Subsequently, the patient was administered antibiotics to treat the infection. After the infection was observed on the valve, the patient experienced a septic embolic stroke that resulted in rehospitalization.